Manufacturer narrative:
On (B)(6) 2022, the mentor analysis lab received the authorization form for examination of the device. As such the product evaluation lab could analyze the device. Therefore, there are more details surround the device evaluation. An complete evaluation was completed on the returned device on (B)(6) 2022. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 28, 2022, mentor completed an additional evaluation on the returned device as it was reported that the patient developed an infection. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: pc-001029627

Manufacturer narrative:
On (B)(6) 2022, the mentor analysis lab received the device for evaluation. An evaluation was completed on the returned device on (B)(6) 2022. Visual analysis of the returned sample revealed that the breast implant was found to be be intact. Leak testing was performed, in accordance with mentor procedures, and tear was noted on the anterior view, measuring less than 0.1 cm. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received the operative report. Upon review of the report it was discovered that during the explantation surgery, the patient had an infection that was described as have oozing from the left breast secondary to the capsulectomy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient had undergone a breast augmentation revision surgery with implantation of a 455 cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was dissatisfied with the results of the procedure and unhappy with having mesh added during the procedure. Due to the dissatisfaction, they visited a healthcare professional and mammogram imaging was conducted. The healthcare professional observed tiny little poke holes believed to have occurred during implant placement and diagnosed the patient with bilateral rupturing of the breast prostheses. As a result, the patient underwent removal on (B)(6) 2021. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2021-13902 for the contralateral event.